Event description:
It was reported that the customer was hospitalized due to low blood glucose of 30 mg/dl. It was stated that the customer was experiencing low glucose for two days. Troubleshooting was performed. The programming, time, and date were correct. The reservoir was showing the same amount of insulin that the status screen shows. Ran a self and displacement test and they passed. Advised the caller to contact her doctor regarding the low glucose and to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.